Manufacturer narrative:
(B)(4).

Event description:
It was reported that in anesthesiology when the doctor inserted central venous catheter into the patient's subclavian vein. She found bleeding at the joint of the hub. She then checked the catheter and found a crack on the hub. As a result, the catheter was immediately removed and replaced with a new one. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of a leak at the joint of the hub was confirmed. One arrow 4 fr x 5 cm catheter and several other components were returned in an opened tray. Microscopic examination found a cut in the juncture hub where the proximal lumen is attached. The extension line was observed to be partially cut as well as the adjacent section of the molded hub. The instruction booklet directs the user to prepare the catheter for insertion by flushing each lumen. No leakage was reported during catheter preparation. A device history record review was performed and did not reveal any manufacturing related issues. Since no leakage was reported during catheter preparation/flushing, it appears that the catheter was cut during catheter insertion. Therefore, operational context caused or contributed to this event. No further action will be taken.